Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure, the impedance on the catheter was noted to be high so ablation could not be performed. When the catheter was removed from the patient, a clotted blood was noted at the proximal poles. The catheter was replaced and the procedure was continued with no adverse consequences to the patient.